Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. Reportedly, the pump turned on again after being reconnected to a power source consequently, the customer experienced a high blood glucose (bg) level of 537 mg/dl. The high bg was treated by delivering insulin with the pump. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.